Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that sensing anomaly was observed. The lead was explanted. The patient condition is good.